Event description:
The healthcare professional reported that the physician was embolizing a carotid-cavernous fistula (ccf) with moderate tortuosity. The physician deployed a total of 12 coils ad then used onyx¿ 34 liquid embolic and onyx¿ 18 liquid embolic (medtronic). The following three coils: 5mm x 10cm cerepak freeform xsft (xcr120510 / 31146337), 5mm x 15cm cerepak freeform xsft (xcr120515 / 31173107), and 4mm x 12cm cerepak freeform (scr120412 / 31140706) did not detach utilizing the manual detachment. It was reported that breaking of the manual break was difficult, but ultimately it was able to expose the pull wire and pull back the wire to attempt to detach the coil. The difficulty with the breaking of the manual break at the sorting happened on all coils documented in this complaint. All three coils were able to be removed without any negative patient impact. One of the coils reportedly detached on the table after removal. The reported issue resulted in minimal delay. There was no negative patient impact.

Manufacturer narrative:
Manufacturer¿s ref. No: pc-(B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Section d.2b: procode is krd/hcg. Section e.1: the initial reporter email address was not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (31173107) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. This is one of 3 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00965, 3008114965-2023-00966, and 3008114965-2023-00967. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4) the purpose of this MDR submission is to report that the product was received in the product analysis lab on 19-jan-2024. The investigation was completed on 07-feb-2024. The investigation finding is documented below. Investigation summary: a non-sterile 5mm x 15cm cerepak freeform xsft was received contained in the decontamination pouch. Visual inspection was performed. The embolic coil was observed detached from the delivery unit. No deformities nor defects were noted on the detachment tube nor the loop wire. No contamination was noted at the distal end. The pull-wire broke at 19 cm from the proximal end, and it was slightly translated. The manual break was attempted; however, the damaged condition on the proximal end of the main delivery tube indicates that the manual break was first attempted at the wrong location, and eventually got broken correctly. The pull-wire was removed from the delivery system using a pull test, and the detachment force reached 282 gram-force (gf). The kink feature was located at 6.7 cm, with a height of 0.00595 inches, and a width of 0.0127 inches. The ablation patterns was found in good normal condition. The outer diameters of the pull-wire were measured and found to be 0.00184 inches at the ablated area, and 0.00222 inches at the polytetrafluoroethylene (ptfe) area. No visual defects, evidence of ptfe delamination, nor evidence of unintentional weld were noted. The peek tube was dissected from the distal and proximal end. Contamination (dried blood residues) were found inside the lumen. No evidence of glue or pebax reflow was noted on the distal end of the peek tube. The distal and proximal inner diameters were measured and found within specifications. The force to translate the kink feature through the proximal peek tube reached 8 gf. The crimp of the inner and outer tubes was inspected, and the exposed length of the inner tube measured 12mm. The inner tube was not deformed. The proximal joint was inspected. The welding location was inspected for correct welding/gluing and was found within specifications. A review of manufacturing documentation associated with this lot (31173107) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. The issue reported regarding the difficulty to break the manual break was confirmed based on the attempts to detach the embolic coil, and the broken condition of the pull-wire. With the limited information available and the evidence obtained from the device inspection, there is no clear insight into the root cause and/or exact contributing factors that may have resulted in the observed failure mode. There is no indication that the issue reported in the complaint is a result of a defect inherently related to the device. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Devices undergo 100% inspection at different points during the manufacturing process to prevent damage from leaving the facility. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.10. This is one of 3 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00965, 3008114965-2023-00966, and 3008114965-2023-00967. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.